Event description:
Per the clinic, the patient experienced a loss of clinical benefit with device use. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, june 9, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed november 2, 2016.

Manufacturer narrative:
This report is submitted november 24, 2016.

Manufacturer narrative:
(B)(4). Implanted device remains.